Manufacturer narrative:
Covidien reference number (B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have replaced the power controller printed circuit board (pcb) and power distribution pcb. Tse recommended to reseat the graphic user interface (gui) harness, perform extended self-testing and run the ventilator overnight. The customer reported to be using parts from another 980 ventilator. The tse recommended for a covidien service engineer (se) to visit the customers site to perform the evaluation/repair of the device. The covidien se was not authorized to repair the vent.

Event description:
It was reported that, when powered on a 980 ventilator had a blank display and flickering lights on the battery. The ventilator was not in use on a patient at the time the malfunction occurred.